Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found clot/fibrin debris in sample probe and some debris in wash collar. The fse cleaned sample probe, replaced wash collar and performed probe alignment to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Patient data was not provided.

Event description:
The customer reported erroneous high na (sodium) patient results were generated on the unicel dxc 600 pro synchron system. There was no change in patient treatment in association with this event.